Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide specific information. The caller was unable to reset the pump immediately because they were driving, and intended to call back with a charging cable. Technical support failed to leave a voicemail during the first follow-up but sent an email during the second follow-up. The case was marked as resolved and closed.